Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. Concomitant products: part # unknown / unknown shell/ lot # unknown. Part # unknown / unknown head/ lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2021 -01547, 0001825034 -2021 -01548.

Event description:
It was reported a patient underwent an initial bilateral total hip arthroplasty approximately 12 years ago. Subsequently, the patient is being considered for revision due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined this component did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined this component did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g3; h2; h3; h6. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: (summarized by hcp) findings: 'pending revision.' Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.